Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A product experience report received on (B)(6) 2018 stated that this lead was part of a system infection. This lead will need to be extracted. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).